Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 3mm x 20mm x 144cm coyote es mr balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.